Event description:
It was reported that when using the bd pyxis¿ medstation¿ es magnet had fallen out of insep. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was not detecting as closed. The magnet had fallen out of insep. A field service engineer replaced the insep. The system functioned as intended after the field service engineer troubleshot the device.